Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was implanted using a flexnav delivery system. The valve was positioned 2-3mm intra annularly. After being released in the patient, the device moved supra-annular. Angiography showed that the valve was obstructing the right coronary artery. The device was then successfully snared and moved into the ascending aorta, and another 25mm navitor valve was then successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of the device moved supra-annular, obstructing the right coronary artery was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was implanted using a flexnav delivery system. The valve was positioned 2-3mm intra annularly. After being released in the patient, the device moved supra-annular. Angiography showed that the valve was obstructing the right coronary artery. The device was then successfully snared and moved into the ascending aorta, and another 25mm navitor valve was then successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Subsequent to the previously filed report, additional information was received. It was reported that there sufficient calcium to allow anchoring of the device. There was not tension in the delivery system at the time of final deployment. There was no interaction between the delivery system and the deployed valve. There was no difficulties in deploying, or retracting valve if applicable, during the procedure. The valve was no re-sheathed more than two times. There was no post-dilatation performed.